Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: complaint of missing basal and bolus data readings was confirmed in bb history due to a manual time/date change at 9:22 pm on (B)(6) 2007 and was advanced to 10:47 pm on (B)(6) 2016. Basal program of 1.00 u/hr for 24 hours was programmed during investigation; tdd recorded 24 units with correct time and date. A battery compartment crack was found at case seal to the left of the bumper. The display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue: pump was not recording a history of any basal and bolus for more than one or two days) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.